Event description:
The pt was reportedly implanted with the stratasis urethral sling on (B)(6) 2003, at (B)(6) by (B)(6), m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Product manufacture date unk as lot number unk. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the claim allegations,a review of claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the stratasis urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Manufacturer narrative:
Product expire date unknown; lot number not provided . Product catalog number unknown, product unspecified. \product manufacture date unknown; lot number unknown. Update: the root cause, of the patient¿s current complaints, probably relates to surgical technique, but may have been influenced by other factors such as the patient¿s tissue, the patient¿s ability to heal, and or the patient¿s post-op activity. The additional details did not note a recurrence of stress urinary incontinence and therefore the product appears to have performed as intended.

Event description:
The patient was reportedly implanted with the stratasis urethral sling on (B)(6) 2003, at erlanger health system, by (B)(6), m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update: on (B)(6) 2003, dr. (B)(6) implanted a stratasis urethral sling in the patient for treatment of stress urinary incontinence. Sometime thereafter, the patient developed pain in her bladder. The patient underwent three separate surgeries. On (B)(6) 2004, dr. (B)(6) removed stones, sutures, and a bone screw. A second surgery was performed in (B)(6) 2004; details of this surgery were not provided. In (B)(6) 2005, noted to be the third surgery, dr. (B)(6) removed another suture. After that, the patient's pain ceased.